Manufacturer narrative:
.

Event description:
The user is questioning the rhythm analysis time frame during a patient use event. A second fr2 device was retrieved and the same behavior was witnessed by the user. The patient did not survive.

Manufacturer narrative:
(B)(4). The pads were dried out and contaminated prior to use.